Event description:
The ge amx-4 mobile radiographic unit in radiation medicine spewed smoke and burst into flames this morning while being used on a patient in radiation medicine by a radiation med technologist. After the incident, the error code 462 displayed.the patient was unharmed, and the incident was handled very appropriately by the technologist.due to the electrical malfunction and subsequent fire of the portable x-ray unit, all patient visits have been cancelled today. Environmental and housekeeping services are on board with cleaning and deodorizing the area. We are scheduled to re-open tomorrow at 7am and continue with a full day of patient appointments.

Event description:
The ge amx-4 mobile radiographic unit in radiation medicine spewed smoke and burst into flames this morning while being used on a patient in radiation medicine by a radiation med technologist. After the incident, the error code 462 displayed.the patient was unharmed, and the incident was handled very appropriately by the technologist.due to the electrical malfunction and subsequent fire of the portable x-ray unit, all patient visits have been cancelled today. Environmental and housekeeping services are on board with cleaning and deodorizing the area. We are scheduled to re-open tomorrow at 7am and continue with a full day of patient appointments.